Event description:
The physician implanted a resolute integrity drug-eluting stent during a peripheral intervention. The device was inspected prior to use with no abnormalities noted. A non-medtronic drug-eluting balloon was also used to treat the patient prior to the resolute integrity implant. It was reported that approximately one week later the patients¿ blood cultures were (B)(6) for (B)(6). No closure device infection noted. Area of implantation was tender. The physician believes that the infection may have come from the deb or the des. There was no damage on the outer carton of the device. The end carton seal was intact prior to removal of the product pouch. No damage evident on the sterile pouch. No evidence of contamination in the contrast solution used during the procedure. No further clinical sequelae were reported. The patient was treated with antibiotics for mrsa, discharged and doing well.

Manufacturer narrative:
(B)(4).